Event description:
I used renu with moisture loc contact lens saline solution from approx 11/05 throu 3-10-06. I was diagnosed with a corneal infiltrate and was treated with antibiotics every 30 mins. I am still seeing the dr with recurring eye problems, the latest being conjunctivitis on 6-5-06. I still have excessive eye discharge and an increased sensitivity to light. I never had any problems with my eyes before using this product. I have worn contact lenses for 25 years.